Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump pass displacement test. Pump received with bleeding lcd glass, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had an odd black dot on the middle part of the right hand corner of the screen. There were also a couple small scratches around the border of the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.